Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked case at display window corners and battery tube threads. Unit was also received with missing end cap sticker.

Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 500 mg/dl. Customer stated that her infusion set cannula was bent when it was removed. Nothing further was reported.